Event description:
The tip of the kinetix guidewire broke off in distal right coronary artery. The physician attempted to retrieve wire fragment with micro-snare, without success. The physician dilated the percutaneous transluminal coronary angioplasty (ptca) balloon over the guidewire fragment in attempt to permanently embed the fragment into intima. The patient remained hemodynamically stable throughout the procedure.